Manufacturer narrative:
Device model number unknown.

Event description:
It was reported that upon taking the altrix wrap off of the patient, a small patch of skin had peeled off. The user facility reports they believe it was a minor blister as no intervention was necessary and it was healed the next day. The model number of the wrap used was not provided.